Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, for the event of "light will not light, just igniter noise" it is it is presumed that lamp dose not light due to igniter failure. For the event of "unit without heatsink assembly including lamp" it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source exhibited light will not light. The issue is occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.